Event description:
It was reported that the device overtemperature alarm sounded within the first minute of powering on. The event occurred in a hospital operated by a health professional. The issue was not resolved since the high temperature adjustment was unsuccessful. The root cause was identified as a leaking flow tube. The event did not affect patient care.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.